Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing alarm." It was reported that it was unknown if there was air in the line. Per reporter the residual volume was 7.9, the rate was 1.8 and the amount given was 75.15. No adverse patient effects were reported. Per reporter no additional information is available at this time.